Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were evaluated by their periodontist and provided a letter of recommendation. The periodontist found in their comprehensive periodontal evaluation the following: the patient presented with chief complaint of tooth mobility and deep pockets. They have a family history of periodontal disease and tooth loss. Diagnosed the patient with generalized stage iii grade b periodontitis with significant probing depths of 5-8mm pockets and tooth mobility. The treatment planned for osseous surgery for ur, lr and ll quadrants with periodontal maintenance therapy on a 3-month interval. It is recommended that the patient to discontinue their orthodontic treatment until their periodontal disease is stabilized and discussed that orthodontic treatment in the absence of periodontal disease stability will exacerbate their bone loss and increase their risk of tooth loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.